Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was unknown at the time of incident and the current blood glucose of the patient is 476 mg/dl. Customer reports other blood glucose value was 115 mg/dl, 295 mg/dl,335 mg/dl 462 mg/dl and 340 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly.